Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured approximately 62.0 cm from the hub. Necking was not observed on either end of the fracture indicating a brittle fracture. Conclusions: evaluation of the returned lantern revealed a brittle fracture near its mid-shaft. This fracture was likely a result of advancing the device against resistance and possibly at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the lantern into a non-penumbra diagnostic catheter, the lantern experienced a complete fracture around the mid-shaft area outside of the patient¿s body; therefore, it was removed. The procedure was completed using a new lantern, a pod coil and the same diagnostic catheter. There was no report of an adverse effect to the patient.